Manufacturer narrative:
It was later reported that noise was present on this this which likely resulted in the unnecessary shocks. In addition, a lead fracture was reported and the physician felt that the rate/sense set screw had not been completely down. The patient was admitted for a lead revision.

Manufacturer narrative:
Resolution has been requested from the field in which it was reported that the patient was further evaluated in clinic. The patient underwent aggressive arm movements and pocket manipulation without any impedance changes or noise on the leads. All the impedance readings were within range between 600-700 ohms. The clinic would like to continue routine follow-up as this patient is not dependant. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected impedances > 2500 ohms on this defibrillation lead. No adverse patient effects were reported.